Event description:
A physician reported a pt who was skin-tested in 1993 with negative results and has had multiple treatments without event. On 7/15/99, the pt was treated in the cheeks and the upper vertical lip lines. On 7/19/99, the pt presented with tiny blisters at the treatment sites that appeared 2 to 3 days after the treatment. The physician diagnosed the symptoms as an outbreak of herpes simplex. The pt had a prior history of herpes simplex, but no prior outbreaks after having collagen treatment. The physician believed the symptoms were possibly product related. There was no unusual blanching or bruising at the time of treatment, nor any other sign of necrosis and no symptoms of hypersensitivity. The physician prescribed oral famvir for one week. The pt called on 7/20/99 to say her symptoms were improving.